Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequenced. Customer was explained the alarm and possible causes. Customer stated meter is not reading to the pump due to rf pic failed self-test alarm. Customer was advised that the error table indicates the pump should be replaced. Customer was advised that we are sending pump replacement.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. No blood glucose meter communication due to the faulty component on the radio frequency board. No cosmetic damage was noted.